Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a intervention procedure, tip detachment occurred. As the amplatz ss wire was removed from the protective hoop the user noted difficulty removing the wire. Upon removal it was noted that the coating on the distal tip was partially removed. As there was no contact with the patient, no complications were reported.

Event description:
It was reported that prior to a intervention procedure, tip detachment occurred. As the amplatz ss wire was removed from the protective hoop the user noted difficulty removing the wire. Upon removal it was noted that the coating on the distal tip was partially removed. As there was no contact with the patient, no complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - the device presents the corewire protruding from the coil at 254cm approx. From proximal end (about 6cm damaged), additionally the corewire is detached/separated from the ball weld. The device appears to have been pulled against resistance. All the outer diameter measurements are within the specifications. The detached section was sent to the (B)(4) lab for analysis. After (B)(4) lab results, the fracture occurred due to a tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).